Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/27/2020. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device ak8725 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section on an unknown date and suture was used. The suture broke when slightly drawing to sew in the surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported.